Event description:
The customer reported that the therapy knob failed.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and the complaint is still be investigated. A follow-up report will be submitted upon completion of the investigation.